Event description:
It was reported that the user experienced hyperglycemia while using the ilet bionic pancreas with a dexcom g7 sensor, during which the ilet showed a blinking charge indicator that resolved to a solid light after charger adjustment, the prior g7 displayed pairing status without delivering readings, and the system then prompted a sensor replacement; a new g7 was paired and a complete supply change was performed, after which insulin delivery resumed. Symptoms included not feeling well with a reported blood glucose of 323 mg/dl. Outcomes included clinical impact limited to transient hyperglycemia without hospitalization. Investigation included technical support guidance, device use troubleshooting, sensor replacement, and infusion set and supply change education. Investigation of this case revealed sensor failure and disruption of insulin delivery due to out-of-drug and infusion set change needs, with successful restoration of therapy after corrective actions. It was concluded that hyperglycemia occurred with cause unclear, resolved after sensor replacement and supply change, with the device functioning as expected following intervention. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.